Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a damaged back panel screw was confirmed via evaluation of the returned heartmate 3 system controller (serial number (B)(6). Visual inspection of the returned controller revealed the head of a backup battery cover screw broke off from its body. The screw body remained stuck in the screw hole and was unable to be easily removed. The system controller was otherwise in unremarkable physical condition and performed as intended throughout all steps of functional testing. The root cause for the reported event was unable to be conclusively determined through this analysis. A manufacturing analysis task has been initiated to further investigate the issue of damaged screws. Device history records were reviewed and showed no deviations from manufacturing or quality assurance (qa) specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The abbott heartmate 3 IFU with heartmate touch (rev. D) and abbott heartmate 3 left ventricular assist system (lvas) patient handbook are currently available. Section 5 of the IFU, entitled ¿surgical procedures¿, provides instructions for installing the backup battery in the system controller. The patient handbook instructs the user to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ no further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that a new system controller was being set up when one of the screws on the back on the panel broke. The broken piece was taped to the back of the system controller. A warranty replacement system controller was requested.